Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2015. The second event occurred on an unspecified date in (B)(6) 2015. The third event occurred on an unspecified date in ¿mid¿ (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in relapsing peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. On an unreported date during the same month as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics. On an unreported date, two weeks later, the patient recovered and was discharged from the hospital. On an unreported date the following month, the patient again experienced peritonitis. The physician again thought the cause of peritonitis to be break in aseptic technique. On an unreported date the same month as the second diagnosis, reported as &#50134;ER ten days later&#56096;the patient was again hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics. On an unreported date, three weeks later, the patient recovered and was discharged from the hospital. On an unreported date the following month, the patient again experienced peritonitis. On an unreported date that same month, the patient was again hospitalized for the event. As per physician, the cause of peritonitis was again thought to be break in aseptic technique. On an unreported date, the patient began treatment with intraperitoneal cephalosporin given during dwell (dose, frequency and duration not reported) and other unspecified antibiotics (doses, frequencies and routes of administration not reported) for the peritonitis. On an unreported date, the patient recovered and was discharged from the hospital. Pd therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.